Event description:
The customer reported to olympus, that the gastrointestinal videoscope's insertion port was bitten and a hole opened. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on the connecting tube the water tightness was lost, the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire, the light guide lens and adhesive on the bending section cover had a crack, the mouthpiece was loose, the suction cylinder was shaved, the control unit had discoloration and was dirty due to water leakage, the universal cord had a dent and a wrinkle, and the following were peeled: the adhesive around the light guide lens and adhesive around the objective lens, and there was paint on the suction cylinder and air/water cylinder. Additionally, the following had scratches: the suction connector, switch box, forceps elevator lever, forceps elevator knob, up/down knob, control unit, right/left knob, plastic distal end cover, scope cover, universal cord, grip, and the protector of the universal cord on the suction connector side and on the control section side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.